Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one used and separated portion of a ptwt-4.0-42-10 outer sheath from the mpis-401-pedal-nt-u-sst set. The complaint device as returned was securely attached at the hub to shaft connection. The shaft shows complete separation with some indication of stretching 4.2 cm from the proximal hub. There was also a slight bend at 2.0 cm from the hub. The distal portion of the shaft was not returned as the complaint file indicates that it remains in the patient. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined; however, it is possible to suggest that the patient condition and anatomy may have contributed to this event. The physician noted that this intervention was attempted to try to cross an obstruction and open it to prevent an amputation. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during an anterior tibial balloon procedure, of the anterior tibial, pedal access was used and when the sheath was pulled it was noted 2.5 cm of the sheath had broken off. Reportedly the physician was considering irrigation and drainage (I&d) to remove the fragment, however I&d was not done because the patient may need to have an amputation due to arterial issues and I&d would not be necessary . As of the date of this report the patient outcome and if the sheath fragment has been removed are unknown.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an anterior tibial balloon procedure, of the anterior tibial, pedal access was used and when the sheath was pulled it was noted 2.5 cm of the sheath had broken off. Reportedly the physician was considering irrigation and drainage (I&d) to remove the fragment, however I&d was not done because the patient may need to have an amputation due to arterial issues and I&d would not be necessary as of the date of this report the patient outcome and if the sheath fragment has been removed are unknown.